Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 480 mg/dl. The customer that they had insulin was not delivered and received a motor error alarm. It was reported that the customer was unable to clear the alarm and was unable to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with motor error alarm during basic occlusion test due to loose or protruded drive support disc. Motor passed the motor test.